Event description:
The caller reported that the blood glucose device gave a normal reading during a hyperglycemic event. The user was experiencing elevated blood glucose symptoms of a stomachache, polyuria, and vomiting. The user tested on their accu-chek performa meter and received a blood glucose result of 200 mg/dl, which the caller indicates is a normal reading for the user. At an unknown time, the user visited a pharmacy and tested on their meter and received a blood glucose result of 500 mg/dl. The pharmacist advised the mother to take the user to the hospital immediately. The mother transported the user to the hospital and the user was unconscious upon arrival. The user's blood glucose was 600 mg/dl upon arrival at the hospital. The user was admitted into the hospital and treated with inulin and saline solution. At an unknown time the user regained consciousness. The user was admitted into the ICU from (B)(6) 2026 and was then moved to a regular room for two days for observation. The user was discharged on (B)(6) 2026.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.